Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that earlier in the week the patient would go to the bathroom but couldn't void. Maybe an hour later they would go and urinate a lot. They are wondering if they need to adjust the settings. They haven't urinated since yesterday at 8pm or 9pm. Woke at 12:30am and couldn't void. Woke at 2:30am and couldn't void. 6:30am she did self catheter. The patient knows they need to urinate but it is delayed. Checked patient's current settings. They were at 0.7v on program 1. On the call they increased to 2.1v. Confirmed stimulation in bicycle seat area and comfortable. They will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.